Event description:
Physician placed a single zilver in a pt with bilateral iliac osteal lesions using bilateral access. The right iliac, 10 x 40 zilver foreshortened approximately 5 to 6 millimeters. Both stents were placed ipsilateral. The pt's lesion measured less than 40mm. Due to the pt's age and the near satisfactory result, the physician did not feel that the pt currently needed a second stent placed at the site.